Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case cracked by the front left bottom corner, cracked right plunger case and cracked battery door. Visible contamination by the l bracket pole clamp. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Replaced speaker as preventive measure and performed self-test/occlusion test.

Event description:
It was reported that the pump had a primary audible alarm. This issue happened on the self-test. No patient was involved.